Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 850 mg/dl at time of incident and current blood glucose level was 530 mg/dl. The customer was treated with manual injection intravenous insulin drip. It was reported that the customer pump was not working. The customer was wearing the pump at the time of hospitalization. The customer was advised to monitor the current pump and call us if he has any issues. The insulin pump will not be returned for analysis.